Event description:
Reporter alleged obtaining the results of 432 mg/dl and 147 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that during an unknown procedure, there was difficulties to open the device. After having correctly placed the staple, the device became stuck in closed position on the vein. The vein was cut, no serious bleeding, controlled by manual stitches. There were no adverse consequences for the patient.